Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a partial display when checking for their blood glucose. The customer also reported a bolus delivery was stopped midway, but no alarms were present. It was also found the insulin pump would stop in the middle of a rewind. The customer reported receiving a blank display after. Customer reported their blood glucose was between 300 mg/dl and 400 mg/dl. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. The customer also reported the act button was not functional to resolve the rewind issue. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.